Manufacturer narrative:
No report of patient involvement. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The canister cover lid was readjusted to resolve the issue.

Event description:
The hospital reported a malfunction that could result in a complete loss of ventilation. There was no report of patient involvement.